Event description:
When monitoring the pressure, an error message indicating an "internal memory problem" appeared on the monitor. Changing the monitor did not resolve the issue. Replacing the pressure sensor with the same reference restored normal operation. Estimated time lost: approximately 15 minutes. The incident had no patient consequence.

Manufacturer narrative:
This incident has no consequences for the patient, and therefore did not result in death, nor a serious and immediate deterioration of the patient's health. The incident does not pose a threat to public health. Traceability did not show any anomalies during the last check before packaging. Investigations does show a memory defect. The memory defect likely appears once the true zero of the catheter has been establihed.

Event description:
When monitoring the pressure, an error message indicating an "internal memory problem" appeared on the monitor. Changing the monitor did not resolve the issue. Replacing the pressure sensor with the same reference restored normal operation. Estimated time lost: approximately 15 minutes. The incident had no patient consequence.